Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor ending early occurred. The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed. A pairing test was performed and passed. A bin file analysis was performed and passed. A review of the share logs was performed and early sensor expiration was found within the investigation window. The allegation was confirmed. The probable cause was not determined. In addition, early sensor expiration was found in connection to the reported allegation. The reported event of a sensor ending early is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.